Event description:
Reportedly, 10 days after implantation of the subject device, pacing failure was observed by ECG. Telemetry indicated high ventricular pacing impedance (>3000 ohms) in both unipolar and bipolar configuration. An intervention was performed, and the lead could be removed from the pacemaker by pulling, and psa measurements on the lead were acceptable. Another pacemaker was implanted.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.